Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump intermittently did not charge. In addition, it was reported that the charging cable was damaged. Customer's blood glucose ranged from 54-300 mg/dl. The customer continued using the pump for insulin therapy.